Event description:
As reported by the user facility: customer reports she started IV and when withdrawing stylet the clip did not deploy and she stuck the finger that was securing the catheter. Customer did not save sample, but another nurse was nearby and she showed her the undeployed clip. Reports it was about 3/4 of the way down the stylet. Additional information provided by the facility indicated that protocol blood work testing was performed. The facility declined to release the results of the blood work testing at this time. No further information is available.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. There have been no other complaints against the reported lot of product. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries.